Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and death. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip was inserted, but it was noted that a flail was present on the anterior leaflet. The clip was successfully placed at a2/p2, but since a large jet was still present, a second clip was inserted. The second clip was implanted, but after deployment, the clip tore off the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tissue damage. It was noted that for a short period of time, visualization was difficult, but was fixed by adjusting the echocardiogram probe. To stabilize the slda, an additional clip was implanted. A total of three clips were implanted, reducing mr to a grade of 2. On (B)(6) 2020, the patient suddenly became reactive and expired. The physician stated that the conduction in the heart was decoupled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be related to patient morphology/pathology and due to thin anterior leaflet. The poor image resolution was associated with the imaging being suboptimal for a brief period but was resolved after adjusting the probe. Therefore, the poor image resolution is related to procedural conditions. The reported tissue damage appears to be likely due to the slda. While a cause for the arrythmia likely resulting in cardiac arrest and subsequent death cannot be determined. The reported patient effects of mitral valve tissue damage, cardiac arrest, arrhythmias and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that in this case death was unrelated to the device. The treating physician stated that the patient had a heart block. There is no indication of a product issue with respect to manufacture, design or labeling.